Event description:
It was reported to boston scientific corporation that on (B)(6) 2008, the patient complained of an inner poking feeling, and had some vaginal discharge (specifics unknown). Reportedly, on (B)(6) 2011, the patient was unable to hold urine. She had mesh exposure, and a rash on her inner thighs. The physician suggested to remove the mesh, but the patient did not want to have it removed (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced chronic pain, dyspareunia, erosion, bleeding, infections, constant foul odor coming from her vaginal area, mesh extrusion and return of her pelvic organ prolapse. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.